Manufacturer narrative:
Block d2b: pro code (product code): pcu. Block h6: imdrf patient code e1906 captures the reportable event of infection. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreatic tail to treat a pancreatic cyst during an endoscopic ultrasound (eus) cyst gastrostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent was deployed; however, based on the computed tomography (CT) scan, it appears that the distance between the cyst wall and gastric was greater than 10mm. The stent was removed using raptor grasper. The fluid leaked into the peritoneum through the puncture made as part of the axios placement procedure. Additionally, the patient experienced an infection. Antibiotics were given to the patient and was admitted to the hospital beyond the standard of care to treat the infection. The procedure was not completed. The patient was released from the hospital on (B)(6) 2024, and was expected to fully recover. In the physician's assessment, the stent caused the infection. Note: it was reported that the handle was possibly rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Blocks h6 (patient codes) and h11 have been corrected. Block d2b: pro code (product code): pcu. Block h6: imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2114 captures the reportable event of fluid leaking into the peritoneum. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreatic tail to treat a pancreatic cyst during an endoscopic ultrasound (eus) cyst gastrostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent was deployed; however, based on the computed tomography (CT) scan, it appears that the distance between the cyst wall and gastric was greater than 10mm. The stent was removed using raptor grasper. The fluid leaked into the peritoneum through the puncture made as part of the axios placement procedure. Additionally, the patient experienced an infection. Antibiotics were given to the patient and was admitted to the hospital beyond the standard of care to treat the infection. The procedure was not completed. The patient was released from the hospital on (B)(6) 2024, and was expected to fully recover. In the physician's assessment, the stent caused the infection. Note: it was reported that the handle was possibly rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Blocks e1 (initial reporter's phone number and email address), e3, and h6 impact code have been corrected. Block d2b: pro code (product code): pcu. Block h6: imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2114 captures the reportable event of fluid leaking into the peritoneum. Imdrf device code a1502 captures the reportable event of stent positioning issue imdrf impact code f2303 captures the antibiotic medication. Imdrf impact code f2301 captures the additional device used to remove the stent.. Imdrf impact code f08 captures the reportable event of hospitalization. Block h11: investigation result: with all available information, boston scientific concludes that the reported adverse events could not confirmed. The product was not available for return, so technical evaluation could not be performed to assess for any potential defects. In addition, hospitalization or prolonged hospitalization, imaging required, additional device required, cancelled/rescheduled-post sedation/sedation unknown and medication required happened during the procedure, and there is no objective evidence to confirm these events. Furthermore, stent positioning issue, infection, and perforation are noted within the instruction for use (IFU) as potential adverse events associated with the use of this device. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The IFU states: "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope"; however, it was reported that the handle was rotated as the device was luer locked to the scope. Additionally, "stent positioning issue, infection and perforation" are noted within the dfu as a potential adverse event associated with the use of this device. Risk review: a review of the axios stent dfmea and hazard analysis was completed and confirmed that the event of stent positioning issue, infection, perforation, hospitalization or prolonged hospitalization, imaging required and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable root cause assigned is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreatic tail to treat a pancreatic cyst during an endoscopic ultrasound (eus) cyst gastrostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent was deployed; however, based on the computed tomography (CT) scan, it appears that the distance between the cyst wall and gastric was greater than 10mm. The stent was removed using raptor grasper. The fluid leaked into the peritoneum through the puncture made as part of the axios placement procedure. Additionally, the patient experienced an infection. Antibiotics were given to the patient and was admitted to the hospital beyond the standard of care to treat the infection. The procedure was not completed. The patient was released from the hospital on (B)(6) 2024, and was expected to fully recover. In the physician's assessment, the stent caused the infection. Note: it was reported that the handle was possibly rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."